Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient presented to the emergency room (ER) on (B)(6) 2018 with nausea and vomiting. Reportedly, a septic infection was discovered after the patient was admitted. In turn, surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was explanted, however the lead was left implanted. Follow-up identified the patient was still in the hospital receiving IV antibiotics and has a drain for the incision. Moreover, the physician recommended rehabilitation of which the patient was said to be recovering well.